Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature was compressed on one side and flared on the other side. Measured dimensions were conforming to print specs. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The compressed dovetail feature indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Event description:
It is reported that the locking mechanism of the articular surface would not engage with the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.